Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen sustained a crack, after which the patient could not unlock the device; a replacement was arranged and the patient was instructed to shut down the device, return it with a provided label, and sync data via the mobile app, while continuing cgm use with dexcom g7. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication via subcutaneous insulin pens. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component that rendered the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.